Manufacturer narrative:
H3: received per litigation. No customer contact allowed.

Event description:
Plaintiff reports initial bilateral implantation 1/3/80 with explant 1/18/96. Plaintiff alleges "injuries as a result of implants containing of consisting of silicone, silicone gel, and/or an elastomer made of silicone.